Manufacturer narrative:
Unit was received with the reservoir tube lip partially broken off. However, the reservoir does stay locked in. Unit was received with operating currents within spec. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test. Unit passed dat test at 0.08770 inches. Unit was received missing reservoir tube o-ring, cracked battery tube threads, cracked lcd window, cracked reservoir tube window, cracked case at display window corners, stained serial number label, cracked belt clip slot, cracked case at reservoir tube window corners, corroded battery tube and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 500mg/dl. After breakfast, the value was 707mg/dl and kept spiking the whole day. Customer¿s current blood glucose value was 96mg/dl. The customer was treated with manual injection. The drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.